Event description:
Information received from the field does not address the patient's clinical status but notes no output, no magnet response an d that the device could not be interrogated.

Manufacturer narrative:
Final analysis found no output or telemetry due to a high current drain that depleted the battery. The high current drain was caused by a discrepant integrated circuit.